Event description:
Information received by medtronic indicated that the insulin pen dose dial was misaligned and was greater than 1 unit. Customer stated they were twisting it and it was not doing anything. Customer stated that they kept twisting it and the screw on the bottom part where the dial was broke. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.